Event description:
As reported in the descover database; the index procedure was an emergent case. The target lesion was at the proximal left circumflex. The lesion was de novo and classified as native. Bifurcation was not present and calcification was classified as moderate. The reference vessel diameter was 3.25 mm. The lesion was 70% occluded and 14mm in length. The pre-procedural timi flow was 3. The lesion treatment included the use of cutting balloon. The lesion was pre-dilated and a 3.0 x 18mm cypher stent was successfully deployed. Post-dilation was conducted. Angiographic success was achieved for this patient. Post-procedure diameter stenosis was 0%. Post-procedure diameter timi flow was 3. On the same day of discharge the patient expired, the cause of death was reported as cardiac, sustained v-fib with unsuccessful resuscitation. However, this event was reported was unrelated to the index procedure and index device.